Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The care giver (cg) stated she connected patient line extension after it primed and the air in the line caused the 2240 alarm in I-drain. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's global technical services regarding a system error (se) 2240/2367 alarm that occurred on the home choice (hc) unit during initial drain. The care giver (cg) stated she connected the patient line extension after the set was primed. The technical service representative (tsr) had the hp cycle power to clear the alarm, then explained a se 2240 indicates a large amount of air has entered setup and advised the hp finish therapy via manual supplies and contact their nurse. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.